Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI no.: (B)(4). ' concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; 00770301500; (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp; 00770302000; (B)(4). Z.s.g.m. Cutter 3:1 ratio caution: sharp; 00770303000; (B)(4). On 18 november 2019, it was reported that during pm testing the mesher was need of repair for unknown reason. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet (B)(4) on 19 november 2019 revealed that the preventative maintenance was upgraded to a tier 3 repair for the comb, roller, and roller gear. The 3-1 and 2-1 cutters both produced a passing mesh, however the 1.5-1 cutter did not produce a passing mesh. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the roller, comb, roller gear, and ratchet parts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the components to require repair. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
There was no event associated with this device, it was sent in only for preventative/annual maintenance. However, it was discovered during investigation that one cutter would not produce a passing test mesh. The comb, roller, and roller gear were also repaired. No adverse events were reported as a result of this malfunction.